Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was having dizzy spells with rate drop response on and their heart rate drops before rate drop response "kicks in." Reprogramming was discussed and the implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.